Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Despite attempts to reload the cartridge, the alarm persisted, preventing the continuation of insulin therapy. Technical support decided to replace the pump, and the customer planned to switch to multiple daily injections as a backup therapy.